Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. The medtronic representative reported the system performed as intended.no further relevant issues reported.

Event description:
A medtronic representative reported that during a cranial resection procedure the surgeon alleged the navigation system was about 6 mm inaccurate. The medtronic representative reported that the site used a tegaderm drape on the navigation system arm and there was a small gap between the patient reference and arm. The surgeon proceeded the case, using navigation to check the relative areas. The surgeon completed the procedure with the use of the navigation system. There was less than a 1 hour delay to the procedure. There was no impact on patient outcome.